Event description:
Customer called to report a clenz leak that appeared to be coming from fitting 156 at the rear of the coulter lh750 hematology analyzer. Service was not dispatched because customer fixed the leak by troubleshooting with the field service engineer (fse) over the phone. Customer found that the leak resulted from a waste chamber (vc26) overflow. The fse instructed customer to replace the tubing through vl53b. Vl53b controls the drain for the waste chamber. Customer then verified that the leak was repaired. The root cause of the leak is unknown, however the leak was fixed by replacing the waste chamber's drain line. Customer stated that no one was harmed by or exposed to the leak, and that no patient samples or results were affected by the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).